Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to infection. It was reported that the patient had vegetation on their implanted leads. No additional adverse patient effects were reported.